Event description:
It was reported that following an magnetic resonance imaging (MRI) scan, the device was found to be in backup vvi (bvvi) mode resulting in disabled high voltage therapy. Additionally, the patient felt discomfort due to phrenic nerve stimulation (pns) associated with the device operating in bvvi settings. The cause of the bvvi was found to be MRI exposure without enabling the MRI settings. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. As a precaution, the patient was connected to an external defibrillator while high voltage therapy was disabled in bvvi mode, however, external defibrillation was not performed nor required. The patient was in stable condition.